Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that encountered the issue, in an attempt to fix the problem reseated the datasettes and all connections to the modem board, but that did not correct the problem. In another attempt to fix the issue, the fse replaced the datasettes but it did not correct the problem either, so the fse re-installed the original datasettes. The modem board was also replaced; however, the issue was not solved, as the display was still refreshing. The fse then opted to replaced the main board and confirmed that the display no longer refreshed while conducting modem test, and performed a full preventive maintenance (pm) with calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. Pm was completed and the iabp was then released to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that during a service repair performed by a getinge field service engineer (fse), while completing safety, calibration, and functionality checks on the cs300 intra-aortic balloon pump (iabp) the fse noticed that the display began to refresh/fail. There was no patient involvement, and no adverse event reported.